Event description:
It was reported that a malfunction alarm, identified as malf 16, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed the shipping address for the delivery of a new unit. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The failed pump was instructed to be put into storage mode and returned to tandem using a prepaid label within ten days, which the customer acknowledged and understood.